Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user was unable to locate the issue of why the device would not power on and requested a depot assessment with loaner. The customers stated the device "sparked" then went black. Asked them to turn the power switch on. The amber light in the switch was not observed. So, discussed this was indicative of an interruption in the incoming ac power. The user stated that they would remove the back panel and inspect the power wiring.

Event description:
It was reported that the user was unable to locate the issue of why the device would not power on and requested a depot assessment with loaner. The customers stated the device "sparked" then went black. Asked them to turn the power switch on. The amber light in the switch was not observed. So, discussed this was indicative of an interruption in the incoming ac power. The user stated that they would remove the back panel and inspect the power wiring.

Manufacturer narrative:
The reported issue was confirmed. Root cause is covered/investigated under CAPA #1405844. Per CAPA #1405844: "the overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause o inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process o evidence was not provided when requested for maintenance of records or crimp tools o no crimp cross-sections provided". The device was evaluated upon receipt. Unit does not power on. The arctic sun 5000 was visually examined upon receipt and was found to be in good overall condition. Replaced power inlet module and ac cca circuit card. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. Labeling review is not required because labeling could not have prevented this issue. A DHR review is not required as the complaint is addressed by existing CAPA. Refer to investigation summary section for more information. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.